Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on 4/01/2016 in a follow up call to ensure the replacement products resolved the initial concern; customer stated they are satisfied that the replacement product is working to their satisfaction and has not had any medical intervention since the last call.

Event description:
Consumer reported complaint for low blood glucose test results and dead meter, meter is unresponsive with "s button" and test strip insertion. The customer's expected fasting blood glucose test result range is 90 to 110 mg/dl. During the call, while troubleshooting, the meter did respond after a new battery was installed - the meter turned on properly with the "s button" and with test strips. The customer reported symptoms of shakiness. On (B)(6) 2016 at 12:59pm (according with the meter memory), the customer performed blood glucose test fasting and produced results of 69 mg/dl. She then called the ambulance and another blood glucose test was performed fasting (within 10 minutes of previous test) using the ambulance meter with results of 129 mg/dl. The customer was not given any treatment and not transported to the hospital. The customer is currently taking medication / insulin to manage diabetes. The customer provided that they have not had any recent changes to diet. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 146 mg/dl and 118 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/31/2018 and open vial date is during the month of (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).